Event description:
It was reported by the customer that when using the bd pyxis¿ es server, experienced slow system processing during login pyxis machines. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes: upon investigation of this incident, it was determined that the system had experienced slow processing. A technical support specialist (tss) after extensive troubleshooting, identified the issue to be related to a port. The hospital it addressed the problem on their end and proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server, experienced slow system processing during login pyxis machines. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.